Event description:
It was reported that the user¿s ilet stopped dosing insulin and remained in bg run mode for several days while the user manually entered fingerstick values and subsequently planned to shut down the device and use backup therapy until additional cgm sensors arrive. Symptoms included hyperglycemia with a reported maximum blood glucose of 379 mg/dl and approximately two hours above target without ketone testing, medical intervention, or other assistance, and with no reported acute complications. Outcomes included temporary disruption of automated insulin delivery and transition to backup subcutaneous insulin therapy. Investigation included troubleshooting and user education on disconnecting from the ilet, removing infusion sites, and consulting the healthcare provider for dosing guidance. Investigation of this case revealed that automated dosing did not occur because cgm data were unavailable, which is consistent with expected device behavior in bg run mode and not indicative of a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use without required cgm input leading to intended device safeguards that prevent automated insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.